Manufacturer narrative:
This complaint was originally closed as a duplicate of 0001811755-2013-02023 ((B)(4)). Upon further investigation and clarification, we are taking a conservative approach and filing this report ((B)(4)). The technician confirmed the reported event of heating up and noted that the driveshaft set screw was worn.

Event description:
It was reported that the core impaction drill heated up during a case. There was no patient or user injury reported and no adverse consequences alleged with this event.